Manufacturer narrative:
Investigation: including root cause analysis is in progress. This report mailed in to FDA on: 05/11/2007.

Event description:
The nurse reported the doctor saw metal particles in the eye post-op day one. There was not any damage to the eye that they were aware of. The doctor also discovered flaking prior to initial use. Samples were returned for evaluation. Additional information received from the surgeon stated 10 needles (phaco tips) had been inspected pre and post-op. All 10 were intact pre-op; post-op four had chips out of the surface on the inside elbow of the needle, not the end.